Event description:
Alleged the bed will not go into trendelenburg or reverse trendelenburg position.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.